Manufacturer narrative:
Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Please note that the device was used in an off-label manner as it was implanted for treatment of epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim, h.y., hur, y.j., kim, h.d., park, k.m., kim, s.e., hwang, t.g. Modification of electrophysiological activity pattern after anterior thalamic deep brain stimulation for intractable epilepsy: report of 3 cases. Journal of neurosurgery. 2016:1-8. Doi: 10.3171/2016.6.jns152958. Summary: thalamic stimulation can provoke electroencephalography (eeg) synchronization or desynchronization, which can help to reduce the occurrence of seizures in intractable epilepsy, though the underlying mechanism is not fully understood. Therefore, the authors investigated changes in eeg electrical activity to better understand the seizure reducing effects of deep brain stimulation (dbs) in patients with intractable epilepsy. Reported events: one (B)(6) female patient underwent anterior thalamic nucleus (atn) deep brain stimulation (dbs) for treatment of epilepsy with tonic drop attacks and complex partial seizures with secondary generalization. The patient showed no side effect during the stimulation period. High-frequency stimulation (70 and 130 hz) was attempted, but this aggravated the seizure frequency. Continuous stimulation with 20hz was also attempted, but this exacerbated her symptoms. It was noted that the continuous stimulation may have reduced the balance among interneurons that maintain the normal ability to control seizure activity. After final programming, the patient experienced drop attacks once or twice a year, compared with 2-3 times per week preoperatively. Even after surgery, the patient experienced them when tired or sleep deprived, which may have been ¿troublesome episodes¿ for her and her family. It was noted that the patient experienced an 81.8% reduction in seizure frequency after surgery. The following device specifics were provided: lead model 3387; implantable neurostimulator soletra model 7426.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.